Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's implantable cardioverter defibrillator was in backup mode. The device was able to reset to normal setting by programming intervention. There were no patient consequences.